Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is still underway. The reported problem (resetting) was confirmed. As received, the monitor was resetting. Root cause investigation is still underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.

Event description:
A us distributor returned a monitor indicating that it was resetting.

Manufacturer narrative:
Additional information / device evaluation 07/03/2019. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the monitor was resetting and failed pulse testing. Upon evaluation, the u500 processor and igbt were defective. The cause of the resets and pulse test failure is the defective components. The root cause of the defective components cannot be positively identified. Device evaluation of monitor sn (B)(4) is still underway.the reported problem (resetting) was confirmed. As received, the monitor was resetting. Root cause investigation is still underway. No adverse event resulted from the defective monitor.